Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had frozen display, stuck button alarm the customer¿s blood glucose level was 186 mg/dl at the time of incident. Troubleshooting was performed for damage and reported that they were able to clear the alarm and buttons were responding now. The customer was also reported that the insulin pump had flow blocked alarm. The insulin pump will not be returned for analysis.